Event description:
The patient was implanted with this device on (B)(6) 2019. On (B)(6), the patient experienced syncope at home. After checking on (B)(6) in the hospital, the patients heart rate was slow (38 bpm) and no pacing of the ventricle was showed in the ECG. The doctor used the programmer for further checking, and found the lead impedance of ventricle was over 2500 ohms. On (B)(6), the doctor performed the surgery to check the status of the device and the lead. It was noted the threshold of the ventricular lead was 0.8 v and the impedance was 620 ohms. But when connected with the pacemaker, no pacing was found. The doctor tried to twist the lead after connecting with the pacemaker to check if the connection is abnormal, then the pacing was found to appear and disappear from time to time. At last, the doctor decided to replace this device for the patient. All the parameters were normal.

Manufacturer narrative:
This complaint was opened against the wrong serial number. The correct device was reported on in MDR-1028232-2019-03993. There are no known complaints against this device.